Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The reported samples did not report fractional cycle number (fcn) values as there was no amplification. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv assay is performing outside of established design performance specifications based on the elements reviewed in this section. An alternate platform was utilized to retest samples and resulted positive for other hr hpv a & other hr hpv b. Different platforms and assay technologies will produce different results; therefore, users are recommended to perform method comparison studies to validate any comparator tests. Results should be interpreted in conjunction with all clinical data pertaining to an individual before making any patient management decisions, and if there are any inconsistencies noted, additional testing is recommended. Quality data review: CAPA / non-conformance review: a CAPA search was performed to identify any existing internal quality records which could result in the reported complaint. No existing internal quality records related to the reported complaint were identified as a result of this review. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated. Complaint trending was performed and did not identify an adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv assay was not identified.

Event description:
The customer reported 3 false negative patient results while using the alinity m high risk (hr) hpv assay on the alinity m system. The customer reported that sample ID (sid) (B)(6) was tested on (B)(6) 2024 and the result was "not detected." This sample was hpv 58 on the inno-lipa platform; the cytology was asc-h (atypical squamous cells - cannot exclude high grade squamous intraepithelial lesion). Sid (B)(6) was tested on (B)(6) 2024 and the result was "not detected." The same sample was tested on (B)(6) 2024 and the result was "other hr hpv b." The cytology result was asc-us (atypical squamous cells of undetermined significance). Sid (B)(6) was tested on (B)(6) 2024 and the result was "not detected." The same sample was tested on (B)(6) 2024 and the result was again "not detected." This sample was hpv 59 on the inno-lipa platform; the cytology was l-sil (low-grade squamous intraepithelial lesion). The customer did not indicate if the alinity m results were reported out of the laboratory or which results were reported out of the laboratory. There was no report of impact to patient management. Customer states that they do not believe this is tied to specific batches of reagent. They have been using the alinity system for a year, and consistently observe this type of profile regardless of kit used. Customer believes that for some of these profiles, where curves are observed, but not detected, there is an issue with the algorithm's interpretation, as the hpv is indeed present.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.